Event description:
During an incident in 2002 involving a pt experiencing chest pains who was being monitored using monitoring pads, this defibrillator shut down without verbal prompts but displayed "check electrodes". The pt was transported to the ER. The unit displayed heart rhythms but not a pulse number. The mcm was replaced with a spare. The unit would only print a 10 sec strip, and "mcm empty".